Event description:
Pt reported experiencing low blood glucose of 60 - 70 mg/dl. Her doctor recommended level is 70 - 80 mg/dl. Pt discovered that she had programmed a temporary basal increase of 200%. The temporary basal increase was cancelled. Her blood glucose level returned to normal. On 8/11/06, pt indicated that she believed the device to be delivering too much insulin. Pt switched to her backup device. She reported that she staggered when she walked as a result of low blood glucose. No medical assistance was reported. Product was requested to be returned for evaluation.